Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive the 8mm large needle driver instrument to perform failure analysis. Failure analysis investigations confirmed the customer reported complaint. The instrument was analyzed and it was found to have a fully broken pitch cable at the proximal end near the backend pulley. The probable root cause of cable breakage, whether partial or full, is attributed to damage to the cable through external collisions, during use, or during reprocessing.

Event description:
Refer to h11 for follow-up information.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the wire broke during surgery and it is not functioning. The procedure was converted to another dv system and it is unknown if the reported event had any impact on the patient. Isi followed up with the initial reporter and obtained the following additional information: when asked what caused the procedure to be converted to another dv system the customer reported they used the same backup instrument. There was no injury to the patient. The reported issue was resolved by using a backup device.

Manufacturer narrative:
Intuitive surgical inc. (Isi), has not received the da vinci product with an alleged issue to perform failure analysis.